Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was elevated (488-600 mg/dl). Customer delivered correction boluses to treat elevated level. System check was performed with tandem technical support and the pump performed as intended. Customer changed out supplies and infusion site and delivered a 6 unit bolus. The following day, customer's blood glucose level had returned to target level.